Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Media report stated that "72 women across (B)(6) have contracted the disease" and ¿three of those women have died,¿ referencing anaphylactic large cell lymphoma (alcl). No indication of treatment. The side is unspecified. Fifty six of the patients, including the deaths, were previously reported under mrn 9617229-2017-00130. The report represent the remaining 16.